Event description:
It was reported that the zimmer dermatome handle gets warm when it is plugged in and the power does not go to the instrument. The device would not work during the procedure. It would turn on prior to procedure but cut out when using it for the procedure. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.